Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbu150 batch number, and no non-conformances were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: suture was removed from needle right after opening the package; physician took time to take another suture prolonged surgery will affect patient's recovery after anaesthetics. After using needles were removed from suture, needle was still within forcep. Hospital has disposed as per their procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the additional anaesthetics that the patient received when the surgeon was obtaining another suture affect the patient¿s post-op recovery? If yes, please provide specific details on how the patient was affected. How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Patient¿s current status? Please provide procedure name and date. Status of product return / follow up. Note: events reported in 2210968-2020-04687, 2210968-2020-04688, 2210968-2020-04689, 2210968-2020-04690, and 2210968-2020-04691. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, after few stitches, the suture thread pulled out from the needle swage. The needle still was held by forceps. It took the doctor more time to replace another needle. The surgery was prolonged. There were no adverse patient consequences reported. Additional information was requested.